Event description:
During a laparoscopic gastric bypass procedure, on the 2nd firing, the device fully cut, but only partially stapled. The surgeons had to hand-sew the vessel closed to complete the procedure. There was no patient consequence.